Event description:
It was reported from france by the physician stating that a patient was experiencing high watt alarms and increasing power with flow more than 10l. With 2 rounds of lysis therapy the watt and flow returned to baseline. After a total of "3 attempts of lysis" therapy, a pump was exchange was successfully completed on may 11, 2015. It was noted: "thrombus regarding ascending aorta, close to the left coronary sinus" was confirmed. It is stated that the physician does not want to return the pump. The patient outcome is unknown at this time. No additional information is provided.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. An analysis of the explanted pump by the site revealed the presence of foreign material resembling thrombus within the pump. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. The most likely root cause of the high power event is thrombus formation or ingestion within the device. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
Log file analysis reviewed on (B)(4) 2015: power consumption above normal operating range; -2 low flow alarms logged on (B)(4) 2015; the low flow alarm limit is currently set to 2.0 lpm; 3 high watt alarms logged -(B)(4) 2015; the high watt alarm limit is currently set to 6.0 w; 1 vad disconnect alarm on (B)(4) on (B)(4) 2015; a rise in power consumption logged starting (B)(4) 2015 to a peak of 4.6 w on (B)(4) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including death. Adverse events that may be associated with the use of the system are: device thrombosis and re-operation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device will not be returned.

Manufacturer narrative:
Additional information received from cs stating that the patient expired on (B)(6) 2015; "death is not related to the pump".